Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reasons.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7077609.